Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician positioned both the atrial and ventricular and measured the parameters. During final measurement it was observed that the right atrial lead was dislodged from its original position and both threshold and impedance were high. The physician attempted to reposition and during repositioning it was observed that the physician was also not able to put the stylet fully into the lead body. As a result of this the physician was able to position the electrode in desired location. Then physician decided to go with a new lead to complete the procedure. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, high thresholds, high pacing impedance and failure to advance stylet. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray inspection of the lead found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported events of high thresholds, high pacing impedance were not confirmed. Electrical testing did not find any conductor fracture however an internal short was noted between conductor paths due to overtorqued inner coil at the connector region. The reported event of failure to advance stylet was confirmed. The stylet insertion/ removal could not be tested due to over torqued inner coil at the connector region, as received. The cause of the reported event of failure to advance stylet was due to overtorque of the inner coil.